Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 51mg/dl to 171mg/dl. 171mg/dl to 54mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product, and a placement was sent.